Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that there was no evidence to clearly determine the cause of the volume discrepancy or inability to aspirate the catheter on the day or surgery (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a healthcare professional (hcp) and a patient who was receiving fentanyl (concentration 750.0 mcg/ml, dose 100 mcg/day) and bupivacaine (concentration 30.0 mg/ml, 4.0 mg/day) via intrathecal drug delivery pump for non-malignant pain and radiculopathy. It was reported that approximately 2 months ago the clinic made the patient aware that they were "getting more old drug out of the pump on refill than the pump thought it should have," and that during this time the patient also noted a decrease in therapy. There were no environmental/external/patient factors that may have led or contributed to the issue. The hcp performed a dye study on (B)(6) 2017 at his clinic, and was unable to aspirate any csf (cerebrospinal fluid) or drug out of the catheter access port. The hcp suggested that the patient be electively taken to the operating room for possible catheter and pump revision/replacement. The patient was electively admitted to the surgery center on this report date for catheter revision/replacement. The hcp was able to aspirate the catheter from the spinal segment with good csf flow from both the proximal sutureless connector segment and the spinal segment, however he decided to replace the entire system. The pump and catheter were in the rep's possession and would be returned. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned and analysis found no anomaly. The catheter was returned and analysis found acceptable testing; the catheter was incomplete/returned in segments. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.